Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed resulting in a brief period of pacing inhibition. The patient is not pacemaker-dependent and no adverse effects resulted.